Event description:
It was reported that during a prostate procedure, the customer reported "fiber burnout". From the description it appears that the fiber was emitting energy at a decreased level and therefore no longer vaporizing efficiently. The fiber was exchanged and the second fiber was noted as having the same issue (¿burned out") during the procedure. The procedure was completed with an alternative procedure (turp). There was no report of harm to the patient. This report is for the second fiber.

Manufacturer narrative:
This issue has been found to have been previously reported under MDR # 2937094-2014-00493, submitted on 06/13/2014. All future reference and correspondence will be under MDR # 2937094-2014-00493.

Manufacturer narrative:
.